Event description:
It was rpeorted that the device was used during a laparoscopic cholecystectomy. It was reported that the er220 clip malformed. Another device was used to complete the case. There was no consequence to the pt.